Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the patient's right ventricular (rv) lead dislodged and had placement difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.